Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on user's behalf that 20 minutes after application of infusion set, detachment occurred. As a result of this event, a correction bolus was administered to assist in maintaining normal blood glucose level. No adverse health outcome resulted from this event.